Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. On (B)(4) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on an unknown date/time during the same week that she contacted lfs for assistance. She tested on the subject meter and observed values of "176, 196, 200 mg/dl" on the same day at unknown times. Approximately 15 minutes before testing, she stated she was experiencing symptoms of sweating, palpitations and felt jittery- which she associated with low blood glucose. The patient manages her diabetes with humalog insulin and adjusts based on meter readings. She stated, she bolused an unknown amount of humalog earlier that day based on a high blood glucose reading (unknown result). At the time of her symptoms, the patient reported that she checked her blood glucose using her continuous glucose monitoring device and it read "38, 46 mg/dl." She stated she contacted a nurse practitioner due to her symptoms and was advised to drink orange juice to correct for the low. The patient confirmed she felt better after the treatment. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the testing technique was correct. The subject test strips were in good condition; however a control solution test was not performed due to the patient not having any control solution. Replacement products have been sent to the patient and subject products were requested back for investigation. This complaint is being reported because, the patient reportedly bolused her insulin based on the meter readings and developed symptoms suggestive of a serious injury that required treatment advice from a healthcare professional after the issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 04/09/2013 with the following findings: the meter passed all testing with no faults found. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.